Manufacturer narrative:
Initial report sent to FDA on 08/23/2007.

Event description:
Procedure: lap chole. According to the reporter, the initial procedure was performed in 2007. Clips appeared to form properly. The pt was then sent home and returned the next day with leakage. A second procedure was performed to repair the leakage by hand sewing the area.